Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. There was nothing unusual reported that would cause or contribute to the alarm. The technical service representative instructed the care giver to close all the clamps, cycle the power and advised that the patient must start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated. No additional information available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.